Manufacturer narrative:
(B)(4).

Event description:
It was reported that at implant during atrial pacing, the device was oversensing the pulse on the ventricular channel. High atrial lead impedance was observed through both the psa and the device. Pacing through the psa did not elicit crosstalk. The physician changed the lfa filter off, and decreased the sensitivity. Dft was successfully performed after sensitivity adjustment. Patient is doing well, and was discharged home. No events have been recorded.